Event description:
It was reported that the threaded component of the inner shafts broke off of two aleutian an lordotic inserters intra-operatively. There were no adverse consequences to the patient. This report captures the second inserter.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number and lot number was performed and no adverse trends were observed. It was reported that the threaded part of the inner shafts broke when disengaged from the holder intra-operatively. The event was confirmed via correspondence with the representative who also reported that the device was not used at a difficult angle, no excessive force was used, and bone quality was unknown. As the device was not returned, a definite cause cannot be determined. Possible causes include excessive force applied, cantilever force applied, inadequate disc prep leading to more force applied during insertion, and/or the cage not being fully inserted onto the inserter. The device was over five years old at the time of the event, so wear from its extended use may have contributed to the event. H3 other text: device was discarded.

Event description:
It was reported that the threaded component of the inner shafts broke off of two aleutian an lordotic inserters intra-operatively. There were no adverse consequences to the patient. This report captures the second inserter.